Event description:
It was reported that the patient experienced increased spasticity. The physician had reported that the patient experienced the symptoms since 2 days prior to the initial report. Pump logs showed no problems concerning pump functionality. The physician was to perform a (B)(4) study and check for possible volume discrepancies. It was later reported that the physician performed the (B)(4) study and was unable to aspirate any fluid from the catheter. The catheter was replaced on (B)(6) 2012 and the old catheter was discarded. During the catheter replacement the physician noted a kinking of the catheter in the pump pocket. Even after the catheter was explanted the physician was still unable to apply any fluid into the catheter so an occlusion somewhere in the catheter was assumed. No volume discrepancies were observed which lead the reporter to suspect a possible leak at the pump/catheter connector as well. Prior to the catheter revision the device system delivered lioresal 2000mcg/ml at 1024.8mcg/day. Following the revision the dose was decreased to 100mcg/day and the patient was reported to be "doing fine". A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8731sc, lot# b0927702c, explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).